Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (fails power on self-test) was confirmed. Upon investigation however, the charger was not powering on due to internally shorted q202 on the bedside board being internally shorted. The root cause of the shorted q202 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.